Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated glucose levels up to 429 mg/dl despite multiple infusion site changes and bolus administration. The patient reportedly used three infusion sets and planned to administer a manual insulin injection after continued hyperglycemia. There was patient involvement and no reported patient harm.